Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose of 380 mg/dl. The customer stated that she experienced vomiting, rapid heart rate and pain in her underarms. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer also reported a crack on the insulin pump case, near the reservoir compartment. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump did have a cracked reservoir tube.